Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove the imaging catheter from the guidewire appears to be related to operational context. In this case, it is likely that the condition of the guidewire (bent) caused the reported difficulty in removing the imaging catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from yes to no.

Event description:
Subsequent to the initially filed reports it was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and 60% stenosis. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The unspecified balance guide wire was noted to be bent and the dragonfly oct catheter was stuck on the wire. The devices could only be removed together. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number. D4: the UDI is not known as the part and lot number were not provided.